Manufacturer narrative:
Voluntary medical device correction (remedial action) was initiated by the manufacturer on 11/16/2018 via physician notification letter.

Event description:
Patient presented with high impedance. Impedance was noted to be ok at a later date. The patient¿s nurse practitioner reported that no x-rays were performed and that no surgical intervention was planned as a result of the high impedance. The nurse practitioner does not believe the high impedance is related to an incomplete pin insertion or partial fracture. The device history records of the generator was reviewed and passed final quality and functional specifications prior to release. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generators compared to those reported by model 103-106 generators. As indicated in the physician's manual, high lead impedance (>/=5300 ohms), in the absence of other device related complications, is not an indication of a lead or generator malfunction. No other relevant information has been received to date.